Event description:
Additional information received from the manufacturer¿s representative (rep) reported the device was overdischarged due to the patient forgetting to charge the implant. A physician mode recharge (pmr) was performed which resolved the issue and allowed the device to charge and turn back on.

Manufacturer narrative:
Section d10 referneces: product ID: 37651, serial# (B)(6), product type: recharger. Product ID: 37642, serial# unknown, product type: programmer, patient. Product ID: 37791, lot# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, it was reported that an implantable neurostimulator, specifically a deep brain stimulation implantable pulse generator (ipg), experienced several issues. The recharger was unable to connect to the implant to charge the neurostimulator battery. A 'reposition antenna' message appeared on the recharger along with a 'poor communication' message on the programmer. Additionally, there was wear and tear noted where the antenna cord meets the recharger. The patient had not charged the neurostimulator battery for a couple of months, including over the christmas and thanksgiving holidays. The caller, a patient representative, confirmed that the implant could be felt easily under the skin. The issue was not resolved through troubleshooting, and the caller was redirected to the managing healthcare provider for further assistance. On 2025-feb-06 additional information was received from a manufacturer representative (rep). The rep reported that they were told about a possible overdischarge, but they were unsure. They were sent instruction on how to perform overdischarge on the wireless recharger.